Event description:
A medtronic representative reported while in a four-level thoracolumbar fusion they were in the process of transferring a 3d navigated spin from the oarm to the s7. An operating room staff member started navigating through the s7 software and it caused the transfer to get interrupted. They had to manually transfer the exam to the s7 navigation system. It transferred very slowly in approximately 5 minutes. Once it finally transferred over, navigation was very, very slow and any time they pushed a radio button, it would freeze the display for about 8 seconds. They re-launched the synergy spine software application again and received an sr manager failure error. After troubleshooting several options they chose to switch to using their old treon navigation system with the oarm for the last spin which transferred to the treon without further issue. They were able to successfully navigate and finish the case. Total time delay caused by this issue while the patient under anesthetic was 15 minutes. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The computer was replaced on the system in the field. This resolved the issue and after computer replacement the system passed all performance testing. The suspect computer has not been received in house by the manufacturer for further evaluation at this time.

Manufacturer narrative:
The suspect computer was received back by the manufacturer for further evaluation. The first boot was successful, the video displayed fine. When the administration appliance was launched the system displayed three lines of "sr manager failure" but continued to the desktop. Launching the cranial application resulted in "sr manager failure" also, but system was unable to recover and the system rebooted. The same behavior was exhibited with the spine application. During "redupeing" the system displayed an "I/o error" and "hdd sector" error. Smart data reported 2 bad sectors. Second attempt at "reduping" failed due to hdd fault. The reported event was directly caused by a computer hard drive malfunction. The replacement computer resolved the reported issue.